Event description:
The device was returned for a valve 2 failure. The device was alarming at startup. The pump was reverted to manufacturing mode and pneumatics testing was performed. The device failed pneumatics hardware testing consistent with a valve 2 failure.

Event description:
The following has been reported: biomed reported: no patient harm/infusion stoppage reported. Constant reload set alert. A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 2) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.